Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection noted a separation between the first clearlink and the tubing; there was a lack of solvent and a potential low insertion of the tubing into the clearlink. Dimensional testing was performed on the tubing and clearlink y-site housing with no issues noted. The reported condition was verified. The cause of the condition is related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had fallen apart. The weld between the tubing and the proximal luer port had failed which resulted in the separation. This issue occurred while priming the set with propofol prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.